Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported during an excimer laser procedure an error message displayed that was unable to be cleared. The patient was transferred to a second laser system and the treatment completed. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Review of the logfiles for the date of treatment cannot confirm an interrupted or aborted treatment. Logfile review shows after the 10th treatment was completed successfully a fatal error occurred. After the fatal error due to a communication timeout occurring the user was unable to restart the system without the same error message reoccurring. Technical service was on site and the laser head was exchanged. The field service engineer (fse found neither the red nor green light was illuminated on the laser head. Sample has not been received. Logfile review shows the issue occurred after completed treatment. The root cause could not be identified conclusively. Without sample the root cause could not be determined conclusively. Most possible root cause is a faulty laser head. The manufacturer internal reference number is (B)(4).